Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: the device could not grasp the tissue properly and did not cut well. Alarm sounded. New device was opened to complete the procedure. There was oozing of blood. No tissue damage. No unanticipated tissue loss. Nothing fell into cavity. No patient harm. Operating time extended: less than 30 min.